Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: 180126-001517,180127-000566,180127-000609,180127-000646,180127-000673,180127-000704,180127-000717,180127-000736,180127-000748,180127-000812,180127-000824,180127-000835,180127-000849,180127-000860,180127-000868,180127-000880,180127-000904,180127-000925,180127-000938,180127-000951,180127-000965,180127-000979,180127-001019,180127-001031,180127-001048,180127-001062,180127-001076,180127-001142,180127-001152,180127-001164,180127-001175,180127-001186,180127-001206,180127-001217,180127-001309,180127-001316,180127-001323,180127-001338,180127-001345,180127-001357,180127-001385,180127-001394,180127-001407,180127-001413,180127-001420,180127-001424,180127-001429,180127-001439,180127-001449,180127-001457,180127-001468,180127-001482,180127-001492,180127-001505,180128-000368,180128-000373,180128-000387,180128-000397,180128-000403,180128-000431,180128-000442,180128-000451,180128-000461,180128-000476,180128-000488,180128-000496,180128-000528,180128-000545,180128-000551,180128-000592,180128-000605,180128-000615,180128-000624,180128-000637,180128-000648,180128-000663,180128-000669,180128-000691,180128-000696,180128-000707,180128-000713,180128-000730,180128-000738,180128-000744,180128-000750,180128-000760,180128-000776.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined. No additional event or patient information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.